Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose (glucm) result generated by unicel dxc 800 pro synchron clinical system while running in duplicate mode. The erroneous result was not reported out of the laboratory. Repeat tests were performed on another instrument prior to reporting the patient result. There was no effect to the patient or user.

Manufacturer narrative:
The system maintenance is up to date. The electrode is within the onboard date. A bci field service engineer (fse) replaced the electrode. The replaced electrode was returned to bci for investigation. A definitive root cause for this event has not been determined to date.